Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen about a year ago and the longevity remaining was about two years. At the most recent follow-up, however, the longevity remaining decreased to about six months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen about a year ago and the longevity remaining was about two years. At the most recent follow-up, however, the longevity remaining decreased to about six months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. Additional information was received; this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This device has not been returned for analysis. A review device diagnostic data by boston scientific personnel noted evidence the device was functioning as expected or programmed. The complaint allegations have not been confirmed; however, the cause is no problem detected.